Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms impacting blood glucose (bg) level (300 mg/dl). The customer was able to change out the infusion set site and resume insulin delivery. Multiple attempts were made by tandem's technical support (cts) to obtain infusion set information; however, no additional information regarding this event was provided.